Event description:
It was reported that preoperative, probe was found to have no electricity flow. It was replaced with another item in stock and the r eplacement was used successfully. There was no patient involved in the event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually; the device was returned in a zip lock bag. There was no damage in the construction of the handle or the probe. There were no traces of contamination noted. The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0.3 ohms which was within specification. Functionally, the probe was seated securely into the handle, and then device was connected to the nim system. The device was stimulated at 1ma current and 100 v threshold and constantly returned 1.0 ma and a waveform over 200 v during the device stimulation. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.